Event description:
It was reported that this patient experienced over-sensed noisy signals which resulted in inappropriate shock delivery from this subcutaneous implantable defibrillator (s-ICD). The patient was subsequently hospitalized where thorough postural maneuvers were performed. Boston scientific technical services (ts) was contacted and after reviewing the provided s-ICD device data, it was discussed that there was an inaccuracy in the heart rate calculation due to very low, and unstable r-wave amplitude measurements. This resulted in t-wave and p-wave over-sensing and the inappropriate therapy delivery. This event occurred in the secondary vector; however, potential sense b noise was also noted in the primary vector. As a result of these findings, ts recommended system replacement to resolve the event. Diagnostic imaging was also discussed to evaluate position and orientation of the system, which could have resulted in tension causing sense b noise. At this time, the patient is hospitalized and the s-ICD system remains implanted. Information was requested regarding the event resolution, but a response has not yet been received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced over-sensed noisy signals which resulted in inappropriate shock delivery from this subcutaneous implantable defibrillator (s-ICD). The patient was subsequently hospitalized where thorough postural maneuvers were performed. Boston scientific technical services (ts) was contacted and after reviewing the provided s-ICD device data, it was discussed that there was an inaccuracy in the heart rate calculation due to very low, and unstable r-wave amplitude measurements. This resulted in t-wave and p-wave over-sensing and the inappropriate therapy delivery. This event occurred in the secondary vector; however, potential sense b noise was also noted in the primary vector. As a result of these findings, ts recommended system replacement to resolve the event. Diagnostic imaging was also discussed to evaluate position and orientation of the system, which could have resulted in tension causing sense b noise. At this time, the patient is hospitalized and the s-ICD system remains implanted. Exhaustive attempts were made for resolution information, but a response was not received. Should any information be provided in the future, this record will be updated.